Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos revealed that the batch was not identified when scanned. Due to the absence of a lot number, no retained samples could be inspected. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes were missing the lot number. The pre-coded barcode also did not scan correctly. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes were missing the lot number. The pre-coded barcode also did not scan correctly. There was no health impact or consequences reported.